Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch veriopro meter read inaccurately high compared to her feelings/ normal blood glucose results. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began in the (B)(6) 2012. The patient reported a blood glucose result of "140 mg/dl" with the subject meter. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. Prior to testing, the patient claims she felt symptoms of shaky and sweaty. The patient did not feel the result obtained with the subject meter correlated with her symptoms. The patient retested her blood glucose with another device and obtained a result of "58 mg/dl." The patient drank apple juice and felt better about 30 minutes later. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because, the alleged inaccuracy remained unresolved.